Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s likely the cause is related to a faulty cable. The event can be prevented by following the instructions for use which state: never excessively pull the camera cable when it is coiled, but straighten it gradually. The camera cable could become damaged. Never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. While the camera head is attached to the endoscope, never attempt to lift the entire assembly by the camera cable. Doing so could damage the cable. Never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was not confirmed. Additional findings are as follows: there was contact corrosion on the electrical connector, connector adhesion, the cable image was defective and the cable was twisted, the head free lock lever had corrosion and there was heavy corrosion on the scope mount (head part). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the camera head, the image disappeared. The issue occurred during preparation for use for a therapeutic procedure (transurethral lithotripsy), and the procedure was completed with a similar device. There was no patient harm associated with the event.